Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised force sensor system alarm and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify motion sensor test failure alarm due to motor error alarm noted. Insulin pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump alarmed motor error and a motion sensor test failure. The customer¿s blood glucose level was 266 mg/dl at the time of the incident. The customer's parent stated that the insulin pump would alarm motion sensor test failure followed by a motor error alarm and unable to rewind. Customer's parent also reported that displacement test was performed and failed. The customer's parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.